Event description:
During a knee revision when the surgeon opened the packaging of femoral component, there were foreign particles inside the packaging. They washed off the particles and implanted the femoral component. This did not delay the procedure. Procedure was completed successfully.

Manufacturer narrative:
The device associated with the reported event was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.